Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the healthcare professional (hcp) on 2016-april-22. It was reported that the pump was used to deliver fentanyl (2000 mcg/ml at 5495 mcg/day). The patient had no known drug allergies and the indication for use for the pump was chronic pain, causalgia in lower limbs. It was noted that the MRI was clear of granuloma. The patient had experienced increased left lower extremity pain and thigh pain since (B)(6) 2016. It was noted that in terms of the pump, the issue had been resolved.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional in regard to a patient receiving an unknown type of drug via an implantable infusion pump. Compatibility guidelines were requested for MRI. The procedure was due to a problem with the device or therapy. The patient was being referred for MRI to check for a possible granuloma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.